Event description:
This lead was explanted due to high impedances and a lead fracture. Out of range impedance >3000 ohms from previously 500 ohms message received on hm. No inappropriate shocks. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.